Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was an esophageal stricture due to cancer. The stricture was located in the mid-esophagus and approximately 5cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned inside of the patient. During deployment, the stent was released by 2cm when the deployment suture broke off. No other visible issues were noted to the device. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stenting procedure on (B)(6), 2012.according to the complainant, the indication for the stent placement was an esophageal stricture due to cancer. The stricture was located in the mid-esophagus and approximately 5cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement.during the procedure, the stent system was positioned inside of the patient. During deployment, the stent was released by 2cm when the deployment suture broke off. No other visible issues were noted to the device. The procedure was completed with another ultraflex covered esophageal stent system.there were no patient complications as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was deployed by 32mm. The deployment suture had broken at approximately 620mm from the point of release. A microscopic examination of the suture noted that it appeared frayed at the point of break. The pullring was not returned for analysis. During a functional evaluation, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the device met design and manufacturing specification but the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.